Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07743. It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed that the atrial lead had high impedance, no sensing, and no capture. The right ventricular lead also had no capture. The patient was brought into clinic where a chest radiograph revealed both leads were dislodged due to twiddler syndrome. The atrial lead was explanted and replaced, and the ventricular lead was re-positioned. The patient was stable.